Manufacturer narrative:
Preliminary investigation results: a review of the complaint history, device history record, documentation, drawing, quality control, and instruction for use (IFU) for the device were conducted during the investigation. Additionally, details surrounding the usage of the device were obtained from the physician. A document based investigation evaluation was performed. There is no evidence to suggest the product was not made to specifications. A review of the device history record showed no nonconforming events which could contribute to this failure mode. It should be noted there were no other reported complaints for this lot number. Each device is shipped with instructions for use (IFU) listing the indications for use, contraindications, warnings and precautions, and the correct deployment procedure. IFU t_multi_rev4. The IFU states "under fluoroscopic control, perform standard techniques for placement of percutaneous drainage catheters, either by seldinger access or trocar access." It also states, patients with indwelling drainage catheters should be evaluated routinely to ensure continuous function of the catheter. In addition, the IFU contains the warning: "if a catheter has become malpositioned or if drainage ceases, the catheter should be promptly exchanged or removed.¿ the IFU for hydrophilic coating catheters states that ¿for best results, keep catheter surface wet during placement. Catheters should be irrigated on a routine basis to ensure function.¿ there is no evidence that the device was not manufactured to manufacturing specifications. Currently, the root cause of what led to the folding (wrinkling) of the device is unknown. Final investigation is still in progress. The event is currently under investigation. A follow-up report will be submitted upon receipt of additional information or completion of the investigation.

Event description:
The patient at a (B)(4) facility is an (B)(6) year old male who weighed (B)(6) kgs. And had a medical diagnosis of tuberculosis and bilateral pleural effusions. On (B)(6) 2017 we received information that during a thoracentesis, at the moment of introduction of the ultrathane dawson-mueller mac-loc locking loop multipurpose drainage catheter that the catheter became folded on itself. The translated complaint description was received as ¿the catheter was inserted on the left ventricle, thoracoscopy was needed¿. The initial report stated that there was no adverse effect to the patient due to the occurrence. On (B)(6) 2017 the reporter stated that the device was left in the patient for six hours, and that the patient was ¿take to thoracoscopy for catheter removal¿. Also reported was that the patient had expired. A statement was made that there were no videos or pathology reports were available, and the reporter stated that heart failure was a pre-existing condition of the patient. On (B)(6) 2017 the following questions were provided to the (B)(4) cook representative, and the answers have not been provided at this time. It has been communicated that these questions were given to the physician on (B)(6) 2017. Please describe what occurred between the time that the device accordioned and the patient death? Was the patient taken to thoracoscopy specifically for the catheter removal or had it been planned previously? Please provide copies of medical records, including any imaging that was conducted, a copy of the autopsy report, patient death certificate, etc. On 06sep2017, several pieces of requested information were made available. It was confirmed that the patient expired on (B)(6) 2017, the date of the thoracoscopy for the removal of the catheter was (B)(6) 2017, and the listed cause of the patient's expiration was cardiopulmonary arrest. It was also confirmed that the phrase "catheter gets fold" is referring to the wrinkling, or accordioning, of the catheter. On (B)(6) 2017, the following information was requested: did the device cause or contribute to the patient death? Was the device inserted into the heart? If not in the heart, where was the device placed? Later on 08sep2017, the reporter contacted the physician who confirmed the device was inadvertently inserted into the heart.

Manufacturer narrative:
(B)(4). The event is currently under investigation. A follow-up report will be submitted upon receipt of additional information or completion of the investigation.

Event description:
The international customer reported that, at the moment of introduction, the catheter became folded. The patient was undergoing a thoracentesis, and the device was being placed in the left lateral thoracic wall. The customer reported that this led to insertion on the left ventricle, and a thoracoscopy was needed as a result. It was later reported during a follow up attempt for additional information that the patient had expired. Additional information has been requested from the account to clarify the reported event.

Manufacturer narrative:
The event is currently under investigation. A follow-up report will be submitted upon receipt of additional information or completion of the investigation.

Event description:
The patient at a (B)(6) facility is an (B)(6) male (B)(6) and had a medical diagnosis of tuberculosis and bilateral pleural effusions. On 11aug2017 we received information that during a thoracentesis, at the moment of introduction of the ultrathane dawson-mueller mac-loc locking loop multipurpose drainage catheter that the catheter became folded on itself. The translated complaint description was received as ¿the catheter was inserted on the left ventricle, thoracoscopy was needed¿. The initial report stated that there was no adverse effect to the patient due to the occurrence. On 23aug2017 the reporter stated that the device was left in the patient for six hours, and that the patient was ¿take to thoracoscopy for catheter removal¿. Also reported was that the patient had expired. A statement was made that there were no videos or pathology reports were available, and the reporter stated that heart failure was a pre-existing condition of the patient. On 30sep2017 the following questions were provided to the (B)(4) cook representative, and the answers have not been provided at this time. It has been communicated that these questions were given to the physician on 01sep2017. Please describe what occurred between the time that the device accordioned and the patient death? Was the patient taken to thoracoscopy specifically for the catheter removal or had it been planned previously? Please provide copies of medical records, including any imaging that was conducted, a copy of the autopsy report, patient death certificate, etc. On 06sep2017, several pieces of requested information were made available. It was confirmed that the patient expired on (B)(6) 2017, the date of the thoracoscopy for the removal of the catheter was (B)(6) 2017, and the listed cause of the patient's expiration was cardiopulmonary arrest. It was also confirmed that the phrase "catheter gets fold" is referring to the wrinkling, or accordioning, of the catheter. On 08sep2017, the following information was requested: did the device cause or contribute to the patient death? Was the device inserted into the heart? If not in the heart, where was the device placed? The results of this inquiry have not yet been received as of the date of this report. The investigation is still in progress.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unavailable or unchanged. Additional investigation results: the complaint device or photo's of the device were requested and not returned. Therefore, physical examination of the device used in this case could not be performed. The event is confirmed. While there is no definitive cause of this event, it is feasible to suggest that user technique, the medical procedure or human anatomy contributed to this condition. Without any additional information, the root cause is inconclusive. The appropriate personnel have been notified and will continue to monitor for similar complaints.